Manufacturer narrative:
(B)(4). Concomitant medical products: 010000859, g7 neutral e1 liner 36mm g, lot 3476195; 12115120, cer bioloxd mod hd 36mm -3 nk, lot 2971242; 51104100, tprlc 133 t1 pps ho 10x140mm, lot 6338694. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03026 liner, 0001825034-2019-03027 head, 0001825034-2019-03032 stem.

Event description:
It was reported that the patient underwent right primary total hip replacement. Patient subsequently developed right lower extremity dvts 15 days later. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp findings: ted stockings edema lower extremity (this is a normal finding, and also can be related to dvts) doppler/ultrasound bilateral les multiple dvts found in right le (popliteal vein, femoral vein in thigh, common femoral and posterior tibial/peroneal referred to dr. Roxana cline on 25 june 2019 for anticoagulation therapy xray of right hip- good alignment/position no abnormal findings if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).